Manufacturer narrative:
The investigation did not identify a product problem. The elecsys syphilis assay performs within specifications. The cause of the event could not be determined.

Manufacturer narrative:
The syphilis reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). Qc was acceptable. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys syphilis assay on a cobas e411 immunoassay analyzer when compared to a competitor's platform (abbott). On 15-may-2024: initial result: 0.124 coi (interpreted as non-reactive/negative). 1st repeat result: 1.14 coi (tested on abbott and was interpreted as reactive/positive). On 16-may-2024: 3rd repeat result: 0.127 coi (interpreted as non-reactive/negative). 4th repeat result: 2.74 coi (tested on abbott and was interpreted as reactive/positive). 5th repeat result: 411.6 coi (interpreted as reactive/positive). 6th repeat result: 29.90 coi (tested on abbott and was interpreted as reactive/positive).